Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose levels. The customer¿s blood glucose level was 400 mg/dl. The customer reported that they treated high blood glucose level with the insulin pump. The customer did not mention any symptom related to high blood glucose level. The device will not be returned for analysis.